Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: did you have to reoperate? Yes all 7 times. Surgical procedure? 2-right colon, 1 right 1 appy, other 4 colons. Leaks or bleeds? All leaks. Approximate number of patients? 7. Surgeon said they were all staple line failures."

Event description:
It was reported that during multiple procedures that in the last six months they have been experiencing leaks in the staple line one to two days post-op.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/6/2018. One photo was provided. Only a drawing was included in photo where leak occurred. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.